Event description:
It was reported that the health care professional (hcp) called with a concern about possible right ventricular (rv) loss of capture. Technical services (ts) reviewed the presenting electrogram (egm) and agreed there is possible rv loss of capture. Ts recommended to bring the patient in for further evaluation. It was noted that this was a recent implant. At this time, the lead remains in service. No adverse patient effects were reported.